Event description:
It was reported that the patient had a surgical procedure to replace an artificial urinary sphincter(aus) cuff due to the patient leaking when carrying heavy goods or coughing. The patient was reported to get better after the surgery and no pad was needed after the transplant.